Event description:
Physician reported 1 year and 6 months after injection in the nasolabial folds with juvederm ultra xc patient developed edema of the right hemifacial/nasolabial fold. Five days after evaluation of the reported edema of the "right hemifacial/nasolabial fold," patient experienced "spontaneous regression" of the reported edema. Patient then developed a 2cm palpable nodule at the injection site and on the following day developed edema of the "left hemifacial" leading the physician to diagnose possible "granuloma and angioedema." Patient was treated with "cefamox and deflazacort." The patient improved during treatment, but the symptoms returned "after the end of treatment", in addition to "itching." Patient, who is a healthcare professional, self treated with prescriptions of "cephalexin and loratidine." The reported swelling has improved, but the nodules persist in both nasolabial folds.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2013. Device labeling: undesirable effects: the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. Induration or nodules at the injection site. Cases of necroses in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Any other undesirable side effects associated with injection of juvederm ultra xc must be reported to the distributor and/or to the manufacturer.